Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed testing, due to a loose ECG (electrocardiogram) connector on a circuit board. The fan was also found to be noisy, the power cord bay door latch tabs broken off, and error messages observed in the programmer log. Concomitant products: product ID 2067l, programmer rf (radio-frequency) head; product ID 2290, pacing system analyzer. (B)(4).